Event description:
Additional information received revealed that the lead was explanted and replaced. No visible lead damage was observed during the replacement and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several oversensing episodes due to noise on the right ventricular lead were observed. Provocative testing and pocket manipulation were able to reproduce the noise. No intervention was performed and the patient was stable and will continue to be monitored.